Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) was 553 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy.